Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was dislocated into aorta by the patient as the patient was in delirium phase and restless. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced migration of the impella into the aorta. The impella could not be repositioned so the pump was explanted and replaced with an impella cp. No patient harm was reported.